Manufacturer narrative:
(B)(4). Method: the complaint iw932 cosycot infant warmer was not returned to f&p in (B)(4) for evaluation. Our investigation is therefore based on photographs and the information provided by the hospital and our knowledge of the product. Result: the photographs show that there are base leg cracks in the stiffening rib area of the rear left leg. Conclusion: cracks to the plastic leg base region of the cosycot infant warmer are known to occur when it has been overloaded. The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked plastic bases, f&p states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. The subject cosycot had been in service for nearly 11 years, it is therefore reasonable to expect wear and tear. The customer will be provided a replacement metal base that has a higher maximum weight limit.

Event description:
A hospital in the (B)(6) reported via a distributor to a fisher & paykel healthcare (f&p) field representative that the elevator base of the iw932 cosycot infant warmer broke during use. The patient was transferred to another infant warmer unit and there was no patient injury reported. No patient consequence was reported.